Event description:
After an implantation period of approx. 112 months, oversensing on the ventricular channel was reported. The lead was capped and a new ICD-system was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2021 and (B)(6) 2021 recorded the pacing impedance initially with 550 ohms, before it increased to 800 ohms from (B)(6) 2021 until the end of recording. The stimulation threshold was initially recorded slightly fluctuating between 0.5 v and 1.1 v, with increased fluctuations from (B)(6) 2021 between 0.7 v and 2.0 v. Further analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.